Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his one touch ultra2 meter was entering the memory mode when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca contacted the patient's spouse in a follow up call. The patient reported that the alleged meter memory issue first occurred "2-3 weeks ago." The patient manages his diabetes with oral medications, diet and exercise and denied taking any action in response to his regular diabetes management routine as a result of the product issue. The patient stated that on an unknown time after the issue began he developed the symptom of "sweaty and confused." The patient denied receiving any form of treatment. At the time of troubleshooting the cca noted that the meter was 'testing in memory mode." The cca noted that the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.